Event description:
The customer stated that she received a control test result that was high, out of specification. While troubleshooting, she performed control tests and received a reading of 222 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.